Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and found that the cold water hose was cracked, subsequently causing water to leak onto the floor. The technician replaced the hose, ran a test cycle, confirmed the unit to be operating according to specifications, and returned it to service. The unit was manufactured in 2011 making it approximately 10 years old. No additional issues have been reported.

Event description:
The user facility reported water leaking from their reliance eps. No report of injury.